Manufacturer narrative:
This MDR related to (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and infusion set anomaly. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting was performed. Customer advised they had ten infusion sets with a bent cannula. Customer was advised to change out their infusion set and send it back for analysis. Customer was advised replacement infusion sets would be sent out. The insulin pump will not be returned for analysis.